Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography imaging revealed device migration distally approximately 1 cm from the original implant location. It was reported the migration was a result of the aneurysm disease progression (size is unknown). It was reported a reintervention is possible. No reintervention has bee scheduled or performed at this time.